Manufacturer narrative:
(B)(4). G2-foreign- poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cement started to set during the mixing phase, resulting in a too short setting time. This event is related to malfunction that could potentially lead to serious injury due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated medical device: optigun ratchet; item# 4195; lot# 0001766002 this follow-up report is being submitted to relay additional and/or corrected information. Visual examination of both provided picture and returned product showed that the cement has been mixed with an optivac. The mixing seems homogeneous. A part of the cement leaked from the plunger that was twisted in the cylinder. The fact that the plunger was twisted can be explained by the cement that hardened to fast. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the instruction for use (IFU), refobacin plus bone cement showed that the stirring time for vacuum mixing is the same as for mixing without vacuum (30 seconds). Method of mixing is given in the instructions for the system used and must be consulted. Review of the IFU, optivac vacuum mixing system, showed that the clock must be started just after bringing the monomer into contact with the powder (steps 11 and 12). Then the user must be quick to screw on the top, start the pump and mix for 30 sec. Indeed, polymerization of the cement start as soon as the monomer is in contact with the polymer. Device is used for treatment. Medical records were not provided. The root cause of the reported issue is attributed to a user error. Indeed, as per the reported event, the user wait 30 seconds after screwing the top on the optivac to reach the vacuum level. However, during these 30 seconds, polymerization of the cement started, which explained why the cement hardened faster than expected. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.